Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a prostar xl after an endovascular aneurysm repair (evar) procedure. Reportedly, while pulling the prostar xl handle out to deploy the needles, the upper green suture's needle did not come through its channel. The needle was stuck in tissue or the vessel wall. The needle eventually came out by manual pulling with the forceps. Surgical suturing achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. ***all 8 sterile/unused devices received were visually inspected and there was no damage noted to any of the sterile/unused devices.